Event description:
A report was received that the patient was experiencing loss of stimulation as the right lead failed and was not working at all. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2218-70 (sn : (B)(4)) device evaluation indicated that the lead passed electrical, and photographic imaging tests performed. The proximal end was fractured. The fracture was between contact # 4 and 5. The root cause of the damaged proximal end was unknown. There was a possibility that the proximal end was damaged during the explant procedure. Sc-2218-70 (sn : (B)(4)) device evaluation indicated that the lead passed visual and electrical tests performed. The high impedance could not be confirmed. The lead was cut approximately 56 cm from the proximal end. The distal portion of the lead was not returned. Electrical tests could not be performed due to broken cables. Sc-4316 (lot# : 15167095) device evaluation indicated that both of the clik anchors to have one eyelet torn through. No parts of it were missing.

Event description:
A report was received that the patient was experiencing loss of stimulation as the right lead failed and was not working at all. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation as the right lead failed and was not working at all. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the distal portion of the lead was not left inside the patient's body.